Event description:
It was reported that, "impacted (B)(4) femoral trial and black tip of impactor broke off. Just used the tibial impactor. No extra time or delay and no adverse events occurred."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.